Event description:
As reported, the tension indicator of a 5f mynx control vascular closure device (vcd) did not move upward just before the black lines aligned. Therefore, manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The 5f mynx control vascular closure device was stored, prepared, and used according to the instructions for use (IFU). The device was inspected prior to use with no anomalies noted. The tension indicator window was undamaged and in the no tension position. The balloon was fully inflated during preparation with the inflation indicator showing black. The stopcock was closed although the tension indicator was not aligned with the side black marks at that time. The tension-indicator window returned to the no-tension position once tension was released. No pressure was applied to button 1 during retraction. A 5f non-cordis sheath was employed, and angiography confirmed femoral artery suitability with an insertion angle of 30¿45 degrees, vessel diameter greater than 5 mm, and only mild vessel tortuosity without calcium, plaque, >50 % stenosis, nearby stent, or pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The target site had not been closed within the preceding thirty days. The mynx vcd used in transfemoral cerebral angiography (tfca) with a retrograde approach used. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the tension indicator of a 5f mynx control vascular closure device (vcd) did not move upward just before the black lines aligned. Therefore, manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The 5f mynx control vascular closure device was stored, prepared, and used according to the instructions for use (IFU). The device was inspected prior to use with no anomalies noted. The tension indicator window was undamaged and in the no tension position. The balloon was fully inflated during preparation with the inflation indicator showing black. The stopcock was closed although the tension indicator was not aligned with the side black marks at that time. The tension-indicator window returned to the no-tension position once tension was released. No pressure was applied to button 1 during retraction. A 5f non-cordis sheath was employed, and angiography confirmed femoral artery suitability with an insertion angle of 30¿45 degrees, vessel diameter greater than 5 mm, and only mild vessel tortuosity without calcium, plaque, >50 % stenosis, nearby stent, or pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The target site had not been closed within the preceding thirty days. The mynx vcd used in transfemoral cerebral angiography (tfca) with a retrograde approach used. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Other procedural details were requested but were not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 not depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was present in the manufacturing position, fully covered by the sealant sleeves. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. A 5f non-cordis catheter sheath introducer (csi) was returned partially inserted in the device. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended deploying the sealant and the balloon was retracted. After the tension indicator was aligned by pulling in a distal direction the distal tip and the button 1 and button 2 were depressed in the instructed sequence. During this evaluation, the tension indicator was aligned by pulling in distal direction and the indicator bar was aligned perfectly with the marks on the side, and it did not show any incorrect amount of tension. The reported event of ¿tension indicator incorrect indication¿ was not observed through analysis of the returned device since the tension indicator aligned correctly during the functional analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Per the instructions for use (IFU), insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath. Orient the device such that the tension indicator window on the handle assembly is facing upwards. Inflate the balloon until the black marker is fully visible on the inflation indicator and close stopcock. Grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.